Event description:
As reported on (B)(6) 2013, a (B)(6) male patient presented for an angiographic procedure. During the penile embolization, the treating physician inserted a guidewire into the catheter, at which time, the tip of the catheter fractured inside of the patient. The fractured piece was successfully removed from the patient via a snare. The defective device was removed and set aside. The procedure was successfully completed with a new of the same device. It was reported the patient suffered no harm or injury due to the event. The disposable device has been returned to the manufacturer for evaluation. Evaluation of the device is currently in progress.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no harm or injury due to the event. (B)(4).